Event description:
A pulsar-18 self-expandable stent system was selected for treatment of a moderately calcified lesion (70 percent stenosis degree) in the mildly tortuous ostial renal artery. Despite several times of pushing the trigger, the stent could not be released. The device was withdrawn, and another stent was used to complete the intervention.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation confirmed that the outer shaft has not been retracted. The stent has not been released and is still crimped underneath the retractable shaft. Kinks were observed in the device shaft at the distal end of the kink protector and about 2 mm proximal to the proximal x-ray marker. Inspection of the remainder of the device revealed no other damage or irregularity. Upon pushing the trigger at the handle, the outer shaft retracted normally, and the stent could be released. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no manufacturing or material related root cause was determined. It should be noted that the IFU informs the user that stent deployment starts approximately between the second and fourth trigger. Further the pulsar-18 is indicated for use in patients with atherosclerotic disease of the femoral and infrapopliteal arteries.